Manufacturer narrative:
A complaint was received from (B)(4) hospital in (B)(6) from a nurse that applied a chlorashield IV dressing to her own skin. The nurse reported that she wanted to "experience" the dressing herself prior to patient use and she noted a burn mark after removal. The nurse was reported to be healthy. The period of dressing wear time is unknown. The complainant indicated that the burn mark was treated with a topical cream. Follow-up attempts to receive additional complaint information indicated that the user did not report any known allergy to chg or pre-existing medical conditions. No further treatment was required for the burn mark after application of the topical cream. Based on the nature of this incident, retain samples of the dressing were tested for performance characteristics. The test results obtained were found to be within specifications and no device malfunction was identified. In addition, avery dennison conducted a device history record review of the reported lot. The review confirmed that the performance characteristics were within specification at the time of product release.

Event description:
A complaint was received from (B)(4) hospital in (B)(6) from a nurse that applied a chlorashield IV dressing to her own skin. The nurse reported that she wanted to "experience" the dressing herself prior to patient use and she noted a burn mark after removal. The nurse was reported to be healthy. The period of dressing wear time is unknown.